Event description:
During a selective catheterization (coiling procedure in preparation for an endovascular treatment of an "aaa"), when torquing the cath tempo 5 catheter, the physician realized that the tip was not moving similar with the catheter. When the catheter was removed, the tip of the catheter broke and remained inside the aneurysm and in the iliac externa. The piece could not be removed with a snare and was jailed between the aneurysm sac inner wall and the endo prosthesis. Therefore, plugs were placed at either side of the aneurysm (the catheter piece is trapped). It was noted that the piece will stay inside of the patient and the radiologist does not think it will have any consequence for the patient; however, states further time will analyze the condition. The procedure was an elective embolization of an aneurysm. The patient was stable immediately after the event. The patient's history/pre-existing medical condition is unknown.

Manufacturer narrative:
This product is available, but has not been received for analysis as stated additional information will be provided within 30 days of receipt.